Event description:
It was reported that in 1997, the patient had his primary surgery. In 2007, it was found that the anchor piece broke at the level of the third distal screw hole. The patient was revised and the femoral implant was replaced.